Event description:
Customer complained that he noticed an electrical type of smell. Now it doesn't work at all.

Event description:
Customer complaint - limited data available. Customer complained that he noticed an electrical type of smell. Now it doesn't work at all.